Event description:
Customer reported that he entered his blood glucose value and carbohydrates for dinner. Customer stated that he usually has a snack later and his blood glucose value was 179 mg/dl but customer noticed that the reading done earlier was not in the insulin pump. Customer inquired if there was any other way to show that the insulin pump gave him the correction other than the bolus history. Customer was advised he could upload the information to carelink. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.